Event description:
It was reported that the device failed to turn on battery power. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause for the reported incident to be two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb.